Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powerd up in the incorrect mode. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was subjected to full functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device forensic memory log indicated the device was set to adult mode upon power up with this menu which automatically starts ventilation. With no patient attached, the disconnect is appropriate. This claim is being closed as device meets specification. No trend is associated with reports of this type.